Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was t reported via phone call the insulin pump alarmed motor error and had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and it would not turn on. No troubleshooting was performed. The insulin pump is not expected to return for analysis.